Event description:
It was reported that this right ventricular (rv) lead was suspected of dislodgement as the rv lead may have moved away from the device which x ray confirmed. As of this time, this rv lead remains in service. No adverse patient effects were reported.